Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. Other possible lot number 60498455, manufacture date 08/13/2016, expiration date 08/13/2018.

Event description:
It was reported that inaccurate values were observed during use. The patient was hypertensive, so antihypertensive treatment was provided. Unfortunately, the sensor continued to indicate that patient was hypertensive. A new device was used, in order to solve the issue. The disposable pressure transducer is available for evaluation.

Manufacturer narrative:
We received one single dpt with an attached pressure tubing for examination. The reported event of pressure reading issue with the dpt kit was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. The pressure reading was also stable during an 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during pressure test. No visible damage was observed from the dpt kit. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.